Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the cassette was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated constellation console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The submerge leak test was performed on the cassettes. No leakage occurred. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. The infusion, irrigation, and aspiration pressure were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample was able to pass all functional and performance testing. The sample met specifications. No system message code was generated during testing. Fluid flowed from the balanced salt solutions (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. A review the customer report indicates the customer acknowledges the infusion sleeve was "re-sterilized and reused" which is not allowed by the directions for us (dfu). The customer should be reminded the dfu states that alcon products are validated for single-use only and should not be reprocessed or reused. The doctor also acknowledges the unstable anterior chamber was caused intraoperatively by the twisted sleeve which subsequently affected the irrigation resulting in anterior chamber unstable. The root cause of the reported event can be attributed to the customer reusing the single-use device. This investigation found the customer acknowledged the infusion sleeve was reprocessed (re-sterilized) and reused for this surgery which caused and/or contributed to this event. After an investigation of this complaint, it has been determined the root cause is attributed to reuse of a single-use device; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the advisory codes were displayed even after repriming, subsequently surgeon reported that there was an unstable anterior chamber occurred intraoperatively due to twisted sleeve which also affected the irrigation which seemed to be weak and again message was displayed with unknown details. It was also reported that the twisted sleeve was resterilized and reused and the surgery was continued and completed, and evaluated that there was no defect with the pak. The procedure was completed on the same day. Additional information was received from the company representative confirming that frequently priming failure occurred and the pak was considered to be the suspect.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).